Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump, experienced an undetected upstream occlusion during testing and device turns off by itself. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'undetected upstream occlusion during testing' which was reproduced during evaluation. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'turns off by self' which was verified through a review of the event history log by the presence of 'improper shutdown!' Messages but it was not duplicated during evaluation. Evaluation did not reveal a device malfunction related to the failure. The 'improper shutdown!' Alarms in the log were likely a result of normal pump operation. Should additional relevant information become available, a supplemental report will be submitted.